Event description:
It was reported that a pixel stent would not cross the calcified rca that was predilated. The vision was then attempted, but it would not cross and it was removed from the patient. When it was removed, it was observed that the stent had dislodged from the stent delivery system and it was sitting at the ostium of the rca. An attempt was made to snare the stent; however, this was not successful and the stent went down to the pda. The patient was then taken for bypass surgery, as stenting was not successful and this was the next course of action, and an attempt was made to remove the stent. However, it was not removed, but was sutured in place in the artery. The patient was reported to be in stable condition following the surgery. No additional information was available.